Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative was on site to repair the unit. Unit pass pre checks. O2 was slightly off but within specifications. Pm will most likely resolve slight discrepancy in o2. Regulator, o2 cell, and pm parts replaced. Necessary calibrations completed. Operational verification procedure performed. Unit operates to manufacturer specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator has o2% dropping when patient respiratory rate was high. There was no patient involvement associated from this event.